Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the device was explanted on (B)(6), 2010 due to meningitis. The patient was treated with IV antibiotics prior to explantation surgery. It was also reported that the patient was hospitalized for a previous episode of meningitis and subsequent surgery for a perilymph fistula ((B)(6) 2009.) The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4)